Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump fell and the touch screen became shattered and unresponsive. Additionally, it was reported that pump would not turn on. There was no reported adverse impact to customers blood glucose level. The customer reverted to an alternate method of insulin therapy.